Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the site experienced 319 error upon start up. The site power cycled a couple times prior to calling. Technical support engineer (tse) reviewed error logs and confirmed the endoscope controller (ec) was not present at startup. The site stated the ec did not have a power led on the front. Tse had the site power off and check all cable connections and power switches in the back. No issues were found. Tse had the site cycle the ec and the vision side cart (vsc) breaker off and back on and the system powered back on. System powered on with no issues and homed. The system did not fault with a 319 and the ec now has power led on the front. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting the site experienced 319 error upon start up, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the reported issue of error code 319. The endoscope controller (ec) was changed, but the issue persisted. Fse called technical support and reviewed the error logs. While checking the system wheel status in maintenance app, the errors were showing that the video processor (vp) was not receiving any communication along with the ec. Fse replaced the vp and orange fiber cable. No issues occurred while starting up the system. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The pn: 372340-16 vp was analyzed and found failure analysis investigation was able to replicate the reported issue using in-house testing equipment. The vp was installed into the test equipment for functional testing. During the booting process, the system had warning error that the system could not detect the vpcc board. Further investigations show the warning error was related to the video processor power distribution (vppd) board.no image or procedure video was provided for review.based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.